Event description:
Boston scientific was notified that during an event when the matrix soft-2d sr coil was attempted to be withdrawn from the aneurysm, it broke from the pusher wire. No complications with the pt were reported to have occurred as a result of this event.